Manufacturer narrative:
N/a.

Event description:
The following has been reported: tubing set alarm, reload cassette, 2 minutes into test infusion. Stopped active infusion this is another out of box failure. New pump shipped 8/8/2024. No patient harm . A preliminary review of the logs identified the following issue: tubing set error (clogged admin set). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Potential root cause: a tubing set problem (tsp) alarm is triggered by the lvp if it thinks there is an issue with the administration set. This could be caused by the administration set resistor knob channel being clogged which will more commonly be seen low flow rates such as 0.5 ml/hr. In addition, could be caused by failing the lvp's leak check. The "leak check" is a check that the pump does to ensure the set isn't leaking prior to starting a flow test. Common reasons you could fail include: -can be caused by the administration set having a leak (can be small and not seen by visual eye) -can sometimes be caused by a dirty "ipc seal" on the pump causing bad connection wit the admin set -can be caused by the admin set not being inserted correctly.